Event description:
The article, "retrieval of patent ductus arteriosus device embolization using hybrid approach: a case report", was reviewed. The article presented a case study of an 11-month female patient with a history of recurrent lower respiratory tract infections and poor weight gain. It was reported that on an unknown date, a 5-4mm amplatzer duct occluder was chosen for patent ductus arteriosus closure. After device deployment, the device immediately appeared to jump toward the aortic end and embolized to the supradiaphragmatic aorta and subsequently to the infradiaphragmatic aorta. An attempt was made to retrieve the device via transcatheter snare but was unsuccessful when the device became lodged below the iliac bifurcation. A decision was made to perform surgical exploration to explant the device. During surgical investigation, the device was found stretching the vessel with intact intimal layer without dissection and the device was successfully explanted. Patient showed improved limb perfusion with no signs of arterial hypoperfusion and was discharged one week later. [The primary and corresponding author was t. Naveen, department of cardiology, esic medical college and super speciality hospital, room no 107, 1 st floor, sanath nagar, hyderabad 500038, india, with corresponding email: doctornaveen25@gmail.com].

Manufacturer narrative:
As reported in a research article, retrieval of patent ductus arteriosus device embolization using hybrid approach. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: retrieval of patent ductus arteriosus device embolization using hybrid approach: a case report.